Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were low at 59 mg/dl. Low bgs were treated by eating carbohydrates, and the issue resolved. The customer claimed that the issue was not pump related, however the root cause is unknown.